Manufacturer narrative:
System analysis/service repair: the reported power-up issue was confirmed and found to be the result of a faulty cooling pump assy. The cooling pump assy. Was replaced, the system tested and verified to specification.

Manufacturer narrative:
Additional information: the cooling pump reservoir assy. Was replaced was not returned to ams.

Event description:
It was reported that with a patient under anesthesia and prior to beginning a lithotripsy procedure, the laser system would not start. The case was completed using an alternate procedure. There was no patient injury reported.